Manufacturer narrative:
Gtin number: unknown.

Event description:
An amplatzer septal occluder (aso) was implanted on (B)(6) 2016, but embolized a few hours post-procedure. The aso was surgically removed and the patient is reported to be recovering.

Manufacturer narrative:
Based on new information received on 18 apr 2016, this event was initially reported to sjm in error. An embolization requiring surgical removal did not occur.